Event description:
It was reported that the longevity on the implantable pulse generator (ipg) went from 11 years to 3 years in six months. Ventricular capture management trend shows maximum threshold greater than 2.5 v in the prior month before the longevity changed. The device remains in use. It was also noted that the patient experienced a fall and broke their hip which was unknown to be related to the pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).